Manufacturer narrative:
The device was received for evaluation. During visual inspection, a black particle was observed between the header cap and the gasket (o-ring). The reported condition was verified. The cause of the condition could not be determined; however, the particle is most likely a liquid substance such as lubricating oil or grease that may already have been on the gasket (o-ring) or header cap before assembly. Due to the position of the particle, there is no contact with the fluid pathway. Due to the small amount and condition of the particle, no material analysis could be performed. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported black particulate was observed ¿on the welding seam between header and the housing¿ of a polyflux 210h set prior to patient use. There was no patient involvement. No additional information is available.